Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this right atrial lead dislodged. The lead displayed intermittent capture, poor p wave and threshold measurements and decreased impedance measurements. The lead was successfully repositioned. No adverse patient effects were reported.